Manufacturer narrative:
D10 concomitant medical products: 174025, 174025 mf endo hernia 0 4.8 stap x6 (lot#p3m0945); 174025, 174025 mf endo hernia 0 4.8 stap x6 (lot#p3m0945); unknown versast, unknown versastep (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the first stapler was firing but the staples were not closing fully. A staple reload was used to determine whether the problem was with the cartridge or the gun but the staples would not close fully so a second gun was opened. When the device was inserted into the patient and the handle pressed, the staple cartridge ejected into the cavity and had to be retrieved. The surgeon tried it a few times outside the cavity again and the same thing happened. A third stapler was used to resolve the issue. The patient was kept longer under anesthetics for about fifteen minutes longer while this was being sorted. There was no patient injury.